Manufacturer narrative:
(B)(4).

Event description:
New information received notes that over current detection was observed on the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with multiple vt episodes, most of which were appropriately detected and treated. One instance of therapy was aborted and the patient required external defibrillation. Patient was successfully converted via external defibrillation. Programming changes were made. Patient was doing fine after the event.